Manufacturer narrative:
The endeavor resolute rx coronary drug eluting stent is similar to the resolute integrity rx coronary drug eluting stent which is marketed in the us. Image analysis summary: image shows the distal and proximal portion of a device and shelf carton. Deformation is evident to the stent. The lot number printed on the luer of the device corresponds with the lot number on the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely calcified and tortuous lesion exhibiting 95% stenosis located in the distal lad. The device was inspected with no issues. The lesion was pre-dilated 4 times at 12atm for 5 second durations. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. It is indicated that the lad branch was very narrow and the stent was unable to cross. An image provided indicates that stent deformation occurred. The patient is reported to be alive with no injury.